Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the spacemaker device's ball does not inflate. Although there was a patient involved, there was no harm. Sample is not available because it was contaminated, so customer discarded it.